Event description:
Injury alleged. Malfunction alleged. No medical intervention. The end user was being pushed while seated on a 65650r rollator, causing the back frame to collapse. User fell and sustained some bruising. Page 1 of the operating instructions states a warning, "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated."